Manufacturer narrative:
Evaluation summary: minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. Host tissue fused leaflets 1 and 3 by 2.5mm near commissure 1, and leaflets 2 and 3 by 5mm on commissure 3 on outflow aspect. Leaflet 2 was folded towards the outflow due to host tissue overgrowth and created a gap in the central coaptation area. Host tissue restricted leaflet mobility and led to stenosis. The sewing ring had cuts around leaflets 1 and 2. Customer report of regurgitation was visually confirmed due to gap observed. There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Customer report of pannus growth was also confirmed. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not understood. The root cause for the pannus formation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying disease contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that this 27 mm mitral pericardial valve, implanted two (2) years, three (3) months, and five (5) days was explanted due to mitral regurgitation secondary to pannus growth. Per reported information, this device was implanted at a different facility for mitral valve replacement due to mitral stenosis. At implant, the patient's native posterior cusp and subvalvular tissue were spared. After implant surgery, there was no regurgitation. After an implant duration of approximately two (2) years, mobility was restricted at one leaflet and it led to aortic regurgitation. This device was replaced with a 25 mm edwards magna mitral ease valve with no adverse patient effects reported as a result of the valve replacement. The condition of the explanted valve was reported as "pannus was encroaching onto the stent area and one leaflet, and it caused leaflet open-close immobility." Patient status was reported as "under treatment" at ICU. The device was returned for evaluation. It was also reported that "since the patient's native posterior cusp and subvalvular tissue were spared at the previous surgery, it was considered that pannus growth occurred from this area."